Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9252570. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200845676, 200845565] noted that did not pertain to the complaint. There were two (2) notifications [200845567, 200845495] noted for high shield pull.

Event description:
It was reported that during use the hub separated from the device with a bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: it was reported that the hub assembly detaches with the shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the hub separated from the device with a bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: it was reported that the hub assembly detaches with the shield.